Event description:
Pt found with upper torso (waist up) between siderails, lower extremities on bed. Pt in full cardio/respiratory arrest. Pt with vest restraint on and secured to bedframe. Siderails up x 4. Unable to resuscitate pt.